Manufacturer narrative:
During further troubleshooting with pt, pt indicated drop of blood was seen in the cannula. It is unk which infusion set was being used at the time of event. No product has been returned for eval. Should new info becomes available, a f/u MDR will be submitted.

Event description:
Received info stating pt has experienced high bg's. Customer noted cartridge was wet but was unsure if wetness came from cartridge of loose luer.